Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl and other relevant blood glucose level's were 383 mg/dl, 381 mg/dl and 347 mg/dl. Customer stated that they gave a bolus. Customer also mentioned that they had not eaten all day. The insulin pump will not be returned for analysis.